Event description:
It was reported that several days after implant, high shock impedance was observed. The lead was replaced; however, the problem persisted. After the device was changed, all values were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.